Event description:
It was reported that the patient's battery started smoking while on the battery charger. A new replacement battery and charger were sent to the patient. No serious injury was reported.

Manufacturer narrative:
(B) (4).